Event description:
The patient experienced pain at the implant site and a loss of therapeutic effect. She was instructed to run the device off. She met with her physician and the device was interrogated. High impedances (>4000 ohms) were seen in electrode #0 while all of the other electrodes were within normal range. No signs of infection were seen, but she still had the pain at the device site, although it had improved slightly with the device off. The patient was instructed to leave the device turned off for 3 to 5 days. If the pain subsided she could then use the device (a new patient programmer was also given to the patient) otherwise she was to turn the device off and call her physician back. Additional information was requested.

Manufacturer narrative:
(B)(4).